Event description:
Reported variable glu results while running fermentation process samples on their vitros dt60. The event is consistent with a malfunction that could have caused false pt results to be reported. No pt samples are reported by this customer. There was no report of pt harm as a result of this event.